Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent (poor inflow and outflow). The cause of the peritonitis was a break in aseptic technique. The patient was not hospitalized. The consumer reported that she was advised by the physician to "reposition due to poor inflow and outflow," however the patient refused. On an unreported date, the patient began remedial therapy with ciprofloxacin (500mg tablet, twice daily) for 7 days. The outcome for the peritonitis was reported as ongoing and unchanged. Outcome for the event of break in aseptic technique was not reported. Action taken with dianeal pd2 unknown bag therapy was not reported. The consumer did not provide an assessment of causality for the break in aseptic technique and peritonitis in relation to dianeal pd2 unknown bag therapy.